Event description:
The patient removed a tampon in 2007, the last day of her cycle. The following day, she experienced abdominal cramps and pain, and had an odor. She then used a douche and a portion of a tampon came out of the vagina. On four days later, she went to a health clinic. She was prescribed metronidazole, 500 mg, bid x 7 for a vaginal infection.

Manufacturer narrative:
The patient threw away the portion of the carton that had the lot number marked on it, and no other products from the same carton were returned. No investigation was possible, although data related to tampon integrity are continually reviewed and trended by the manufacturer as a standard procedure.